Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(6) compared to an unknown laboratory method. The meter result was 1.9 inr. The laboratory result was 3.8 inr.  The patient's therapeutic range was requested but not provided.

Manufacturer narrative:
The reporter's meter and test strips were submitted to the local affiliate service center for investigation. The returned test strips were measured with the returned meter and a high-level control sample. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The client`s result of 1.9 inr performed on the (B)(6) 2023 was observed in the meter¿s patient result memory. On (B)(6) 2023, an additional meter-to-laboratory comparison test was performed. The meter result was 4.6 inr and the laboratory result was 4.23 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods.".  The investigation did not identify a product problem. The cause of the event could not be determined.  Section e3 - occupation: patient/consumer.